Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a coil embolization treatment, the coil unintentionally detached in the microcatheter. The microcatheter with the coil were removed and were replaced with another microcatheter and coil. The case was completed successfully. There was no patient injury or intervention. The patient is in stable condition.

Event description:
See h.10.

Manufacturer narrative:
The investigation of the returned coil system found the implant to be separated from the pusher with the coils damaged, deformed, and severely stretched at the proximal section. The pusher was not returned for evaluation. The implant's monofilament showed a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over-specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.